Manufacturer narrative:
The tear seen at explant was confirmed. Perforations were present on cusp 1, and cusps 2 and 3 contained tears. There was fibrous pannus ingrowth on the inflow surface of cusps 2 and 3. All three cusps had thinning and loss of collagen fibers. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The thinning and loss of collagen fibers seen in the tissue could have contributed to the tears, and the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2017, a 33 mm biocor valve was implanted. The patient was symptomatic and presented with mitral regurgitation. On (B)(6) 2019, the valve was explanted where a tear was observed and replaced with a 31 mm masters valve.